Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leak in the catheter was confirmed, but the exact cause was unknown. One 4fr s/l groshong catheter was returned for investigation. The catheter was received with the stylet in the lumen. The catheter had been manipulated over the stylet cannula. A twist was observed in the tubing and the proximal end of the catheter had been moved closer to the distal end of the white connector. A functional test revealed a leak in the clear portion of the tubing between the 36cm and 37cm depth marks. A microscopic examination of the leak site revealed a cross-shaped split. The catheter was cut open to examine the leak site from within the catheter, which revealed only a split in the circumferential direction. The split in the longitudinal direction did not fully penetrate the lumen wall. Since more damage was observed on the external surface of the catheter, it appeared that the catheter was damaged from an external source; however the cause of the leak was undetermined. How or when the catheter was damage was unknown. A complaint history review revealed no similar complaints from this lot and a review of the device history record (DHR) revealed that 100% of all catheters from this lot were leak tested during the manufacturing process, which indicates that the catheter was damaged at some point after the leak test. A lot history review (lhr) of rebn1953 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported by nurse that water leakage was found to occur at the middle of the segment of scale marks from 36 cm to 27cm when preflushing the catheter after opening the package and the catheter was thus could not be used. A new set of catheter was thus used for catheter placement.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will be evaluated. Results are expected soon. A lot history review (lhr) of rebn1953 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported by the nurse that water leakage was found to occur at the middle of the segment at the scale marks from 36 cm to 27cm when pre-flushing the catheter after opening the package. The catheter could not be used. A new catheter was used to complete the procedure. No reported patient injury.